Event description:
It was reported that during set-up, it was observed that the power module device was not holding charge. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred two weeks from the report date; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery light emitting diode (led) error indicator appeared and the device would not charge. Therefore, the reported condition was confirmed. It was also observed that there were signs of corrosion on the device. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.